Manufacturer narrative:
Reported event was confirmed by review of x-rays provided. X-ray review demonstrates cement fixation of the acetabular cup with superior position of the femoral head within the acetabular cup suggesting polyethylene wear. No radiolucency. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Void - this is a zimmer product reported under biomet MFR. Event will be reported under zimmer MFR 0001822565-2019-01847.

Event description:
Event will be reported under zimmer MFR 0001822565-2019-01847.

Manufacturer narrative:
(B)(4). Concomitant medical devices - unk cup, unk head, unk stem. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-10957 and 0001825034-2018-10959. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trend.

Event description:
It was reported that the patient was revised due to instability due to wear. Cup, liner and head were revised. Attempts have been made and additional information on the reported event is unavailable.